Manufacturer narrative:
(B)(4). Batch # r58w35. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2020. Event day was not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a gastric procedure (for esophageal diverticulum), "the suture line was not done." The device delivered about of half staple line. The staple line was not complete but staples were formed properly. The device delivered a complete cut line. There was no issue with the cut line. Surgery was not delayed and was successfully completed. There were no patient consequences.